Event description:
Report received of an over-delivery. At 9am, the pump was programmed to deliver 500mcg fentanyl in 250ml of an unspecified solution at a rate of 6mcg/hr via epidural route. Reportedly, when the nurse went to the pt's room to record the I&o at the shift end, the IV bag was found empty and "the pump was making a sound as if a bolus dose was being delivered." The container was empty and "the pt had received the entire 250ml of the medication in 7hrs, instead of the intended 24hrs." There was no reported adverse pt effect and no medical interventions were required. The anesthesiologist removed the pump from clinical services and therapy was resumed using a replacement pump. Although requested, no add'l info was available.